Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an unknown error message. No further information was available. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated that they un-kinked the nibp hose, the device passed all tests and was returned to service. The device will not be returned for evaluation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, stress testing, full functionality testing and nibp testing without duplicating the report. The device was recertified and returned to the customer. Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device displayed a "kinked hose" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.